Manufacturer narrative:
Date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for spinal pain. It was reported that the hcp was unable to communicate with the programmer with or without the antenna. The patient also indicated they had been trying to communicate with the ins but were unable to. The patient had multiple surgeries with the last one being on their hip on (B)(6) 2019 - this was the last time the ins was known to have worked. No symptoms or further complications reported.